Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, an authorized bench technician noted that the measurement panel for the device was corroded. There was no patient involvement.